Event description:
A facility representative reported that after surgery, the patient experienced blurry vision, halo, glare with reason as dysphotopsia and dissatisfaction. The iol was explanted and exchanged for an rx sight light adjustable iol following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information has been provided in d.10. Additional information has been provided in h.3., h.6., and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified associated cartridge and handpiece. A non-qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens was replaced with an unspecified, light adjustable iol. The product has not been received to evaluate. Additional information was provided that, in the surgeon's opinion there was most likely no defect of the iol. No additional information has been provided at this time. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).